Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The catheter was returned for evaluation. Also included was the distal portion of the balloon that was separated from the catheter. The separated distal portion of the balloon had approx 10mm of the polyimide bonded to the radiopaque tip. The radiopaque tip was damaged and split. The proximal half of the balloon was intact. The separation was just proximal of the mid-body of the balloon and the remaining polyimide extended 6mm distal of the distal marker band. The bifurcate end of the catheter showed signs of being subjected to extremely high pressure do to the bulge formed in the hub sleeve. The rbp (rated burst pressure) used during the procedure is unk. The result of the investigation was confirmed for a balloon rupture. It is unk of pt or procedural issues contributed to the event; however, it ws noted that a smaller than recommended syringe was used, which could result in increased pressure. The current IFU (information for use) for this device states: use of a syringe of 10ml or larger capacity is recommended. Inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Caution: do not exceeded the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded.

Event description:
It was reported that during a declot of an av access graft in the forearm, the balloon ruptured circumferentially and detached. A 7f sheath was used for the procedure and the balloon was inflated with a 3 cc syringe. The rupture occurred on the second inflation of the balloon. The path to the lesion was straight, but it was for a very tight lesion. A snare was used to retrieve the balloon and no injury to the pt was reported.